Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02805. It was reported that a remote transmission for non-sustained oversensing was sent for review. Upon review, it was determined it to be oversensing of the short out detection algorithm during a routine capacitor maintenance, and that no programming changes were needed, as it is an extremely rare event, with no patient consequences. The system remains implanted.